Manufacturer narrative:
The customer reported that during a pt incident, no alarms were indicated on the strip and the customer would like to know what alarms were generated during the incident. Due to a pt death after having been monitored with a philips monitor, this incident is being reported. Based on the available info, the hosp's biomed is not classifying this as an evident or equipment malfunction; however, he requested that philips pull the system logs and investigate the system behavior. Philips is in process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that during a pt incident, no alarms were indicated on the strip.